Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found inside the channel. Although the specific material could not be conclusively identified, it is most likely simethicone. Therefore it is also likely that the foreign material remained in the device due to a deviation from the instructions for use as nothing other than sterile water should be used for air/water feeding. It was further noted there was no damage to the area where the foreign material remained. The following information from the instructions for use (IFU) pertains to this event: gif/cf/pcf-290 series operation manual includes the detection way in chapter 3 preparation and inspection. Gif/cf/pcf-290 series operation manual includes the preventive measures in 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and there was a white crystallized contamination in the air water channel. The light cover glasses were cracked, the light cover glasses and optical cover glass adhesive was worn, the distal end cap and distal end adhesive was worn, and the optical cover glass was chipped. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, there was a cracked glue on the distal end of the evis lucera elite gastrointestinal videoscope. No medical intervention was required and there was no procedural delay. The procedure was completed using the same set of equipment. No patient harm was reported. The device was returned and evaluated, and a white contamination was found in the air/water channels. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.